Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 139220 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 139220 and test base part number 195-430h / lot 135068a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 139220 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Event description:
The customer reported five (5) false positive results for a patient with the binaxnow covid-19 ag card test performed on (B)(6) 2021 respectively on a nasal swab. Pcr confirmation testing (x3) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.